Event description:
Patient was revised to address loosening of the femoral component at the cement/bone interface, with effusion and instability. Depuy cement was used at the time of original implantation.

Manufacturer narrative:
The complaint is confirmed. A previous investigation found the supplier obtained two stryker core sagittal saws and measured to determine the maximum allowable blade thickness, and the stryker rasp hubs on test samples were modified accordingly. The supplier performed testing on the rasps with reduced hub thickness to verify that they would fit in the core power and still perform effectively in the tps power. All of the samples passed the testing and no instability was noticed. The drawings were updated for the rasps based on the results of the testing and were sent to depuy for approval on (B)(4) 2012, modification was approved on (B)(4) 2012. The samples were manufactured prior to the change. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. The retained cement samples were conditioned and tested at an ambient temperature of 23 deg c. All handling and setting time results were reviewed and they are all within specification. A search of the complaint database found no additional reports for both of the reported part and lot number combinations. Review of the device history records found one unrelated non conformance for the cement batch, final micro and sterility tests passed. Requests for additional investigational inputs were made in accordance with wi-7915 appendix c; no response received from the territory. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.